Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was shopping while her device stop working. She said that she could not breath. She claims that they called 911 and transported her to the hospital. She reported that the hospital staff gave her oxygen, breathing treatment and sent her home that same day. She stated that her aid brought her another device so she can go home. She said that she had a home unit and another device at home. The patient has received a replacement unit. The patient has a history of lung cancer.